Event description:
The distributor received notification from the user facility that the catheter was placed and functioned as desired upon insertion. A few hours post insertion, the monitor displayed a reading of over 30, which did not correlate with the pt. The treating physician removed the catheter from the pt, zeroed the catheter and re-inserted. For a while the monitor displayed adequate values but on the following day of monitoring the reading displayed -20.